Event description:
The tech alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail is missing the latch bushing and screw. The tech replaced the side rail latch bushing and screw to resolve the issue.